Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. On (B)(6) 2016 inratio inr = 6.7; retest with same stick inratio inr = 3.4; retest again with new finger inratio inr = 4.5. Five minutes between first two tests. Twenty minutes between 2nd and 3rd tests no reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. It was reported that the customer had arthritis; this condition may impact the performance of the assay. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.